Event description:
It was reported that the event occurred in the (B)(6). The md inserted a sheath via the pt's right femoral artery. After prepping and inserting the intra-aortic balloon (iab) through the sheath and connecting the driveline tubing to the intra-aortic balloon pump (iabp), the membrane of the iab unwrapped only partially. As a result, the iab and sheath were removed simultaneously and no other attempt was made to insert the iab. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay or interruption. The pt had no complications and the pt went to the ICU (intensive care unit) for observation.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.